Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose was 600, 148 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The troubleshooting was performed for the high blood glucose. Customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The customer declined to perform the high pressure test. The insulin pump, reservoir will not be and infusion set will be returned for analysis.